Event description:
Event: (cc# 98-00608) the iab leaked back into the system 90 pump. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 5/13/98. [Patient's current status]: unk - rpt'd 5/13/98.